Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection in the right buttock area at the implantable pulse generator (ipg) pocket site. The physician assessed there was swelling, the presence of pus, and pain around the ipg site and the patient was experiencing a fever. The physician assessed the infection was likely related to the initial implant procedure. The patient underwent a revision procedure where the full system was explanted. The patient was administered antibiotics and was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075562; product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075521; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: null, batch: 27690424.